Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: the complaint device was received at the service center and evaluated. Per service reports, this complaint can be confirmed. It was found during evaluation that the 8 pin connector was corroded by fluid. The plug for connecting the handpiece was replaced to resolve the issue. Software upgrade was also performed. The device was cleaned, calibrated newly, tested, and found to be fully functional. The defective connector would have caused the customer to experience the reported problem. Fluid contact with the 8 pin connector is the root cause of the corrosion observed over there. A manufacturing record evaluation was performed for the finished device serial number ((B)(6)), and no non-conformances were identified. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. D4: the serial number was reported as unknown on the initial report and has been updated as (B)(6). Therefore, UDI: (B)(4). D10, h3, h6: the actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Additional narrative: UDI: (B)(4). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported by the affiliate in (B)(6) that during a unspecified arthroscopy procedure, it was observed that the vapr vue generator device was not working when activated by the foot pedal device. According to the reporter, the electrodes with hand control were working but not properly as they seemed to have very high energy. It was further reported that sometimes 3 or 4 electrodes would need to be changed during one operation (approximately 1 hour length). There was a delay of 3-4 minutes in the surgery. The procedure was completed by changing the electrodes. There were no patient consequences reported. No additional information could be provided.